Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to a pump alert and experienced an urgent low blood glucose, with capillary readings reported as low as 47 and around 53¿54 while treating with oral fast-acting carbohydrates; device data reviewed by the agent indicated no insulin delivery after the evening and a sharp glucose drop overnight, with no meals or outside insulin reported. Symptoms included hypoglycemia with hot flashes/flushes consistent with sweating during lows. Outcomes included no lasting health consequences or impact. Troubleshooting and education were provided, including guidance to ingest 15 g of fast-acting carbohydrate and recheck after 15 minutes. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.